Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose at the time of incident was 400 mg/dl and current was 207 mg/dl . The customer¿s other blood glucose level was 370 mg/dl. The customer experience nausea like symptoms related to the high blood glucose. The customer was not admitted into the hospital as result of the high blood glucose. The customer was treated with insulin pump and the manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege the insulin pump was under delivery. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test.